Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the user found a solution leaking from the catheter. The user stopped using it because a crack was found on the catheter. As a result the catheter was replaced by a new one. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was leaking. The customer returned one snaplock adapter with clamp, one flat filter, and one epidural catheter. The components were received connected together ((B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned snaplock adapter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned epidural catheter revealed that the catheter appears typical, but used as adhesive material can be seen on the outer extrusion. Microscopic examination after a functional leak test revealed that the catheter has a cut in the extrusion material approximately 42cm (ruler (B)(4)) from the distal end. No other defects or anomalies were observed. Other remarks: a functional leak test was performed per (B)(4) section 6.5 rev. 5 using the returned catheter and snaplock adapter with the lab leak tester ((B)(4)). The proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. A leak was detected from a cut in the catheter extrusion material approximately 42cm from the distal end. No other leaks were detected. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. All epidural catheters are tested for leaks at the time of manufacturing. A device history record review performed on the epidural catheter showed no evidence to suggest a manufacturing related cause. The leak was detected during use. Therefore, based on the condition of the sample received and the time of discovery indicate operational context caused or contributed to this event. The reported complaint of the catheter leaking was confirmed based on the sample received. The returned epidural catheter was confirmed to leak from a cut in the extrusion material approximately 42cm from the distal end. The extrusion was found to be damaged however, the coils appear typical. All epidural catheters are 100% tested fo performed on the epidural catheter showed no evidence to suggest a manufacturing related cause. The leak was detected during use. Therefore, based on the time of discovery and the condition of the sample received, operational context caused or contributed to this event.

Event description:
Alleged event: the user found a solution leaking from the catheter. The user stopped using it because a crack was found on the catheter. As a result the catheter was replaced by a new one. The patient's condition was reported as fine.